Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Information was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that, "patient complains of grinding in left hip. Doctor states patient appears asymptomatic at this time and cannot produce symptom when exam was done."